Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml at 0 .449mg/day via an implantable pump. It was reported that the patient had informed the physician that they felt like ¿the pump was helping as much¿. The physician performed a dye study on unknown date and was unable to aspirate the catheter. A catheter revision was performed. During the procedure, the physician removed the pump segment of the catheter and was still unable to aspirate, so he tied it off the pump. It was no longer in use but remained implanted. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.